Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with cap/base of the universal seal assembly separated. Evidences of welding were noted on the assembly area. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. In addition, the device was received with the obturator inserted through the sleeve causing the deformation of the seal mechanism. This condition is unrelated to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, while opening the device the seal on the housing became broken. Another device was used to complete the procedure. There was no patient involvement.